Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
A PICC was placed in the right upper arm, in 2008, the catheter was pruned, with a new connector installed, and shielded. The next day, at 8:30am, the catheter was found missing, only the catheter connector can be seen under the patch. Immediately identified the catheter through films, and it was found in the pulmonary artery. The patient is in good condition, without panic and uncomfortable reactions. The catheter was completely removed immediately through interventional minimal invasion surgery.